Event description:
It was reported that the patient had a suicide attempt, but no details were made available the event or relationship to the therapy. A search performed in the manufacturer's programming history database showed that the last known diagnostics were within normal limits.